Event description:
Doctor reported an event of loosening of the product involved. A patient underwent a revision surgery. The patient received the first implantation on 1998. A new device was implanted after this event. No adverse consequence reported by the customer.

Manufacturer narrative:
If additional information becomes available then it will be submitted in a supplemental report.